Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were feeling stimulation in their right leg. They have bumped into a hospital bed where they work and was wondering if that did something. They also wondered if their implantable neurostimulator (ins) battery was dead and if that was causing it. The caller confirmed they had not seen an elective replacement indicator (eri) or end of service (eos) message. The stimulation was occurring intermittently and noted as sudden. The patient would follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.